Manufacturer narrative:
The device was rec'd for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
A stryker 4:1 straight reducer was sent in for repair due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.